Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by resetting the pump and successfully starting their sensor session without encountering the error again.